Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the analyzer continually measured lead impedance in atrial port at < 200 ohms even though analyzer measured atrial lead impedance of 700 ohms. Rv pace/sense placed into atrial port of device with measurement < 200 ohms. The lead was not implanted, and there were no patient complications reported as a result of this issue.